Event description:
A report that a pt had a pocket revision due to discomfort was received. The physician relocated the pocket site to a more comfortable location. Nothing was implanted or explanted and the pt is reportedly doing well.